Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024, (B)(6) 7:35pm pst. Patient called due to elevated bg at 267mg/dl. Patient stated they have not ate anything since dinner. Bg was trending down after dinner to 180mg/dl before elevating again. Patient stated they changed supplies yesterday. Confirmed patient has not observed any issues with infusion set such as leaking nor bends in tubing. Patient will continue to monitor and will call back if bg does not trend down. Agent to follow up at later time to ensure no further issues. 1. Were your bg levels affected by this issue (yes/no)? Yes. 2. What was your highest bg level during this event? 267mg/dl. 3. How long were your bg levels high (above 180mg/dl)? Couple hours. 4. Did the device give alerts for above 180mg/dl for over 90 minutes? N/a. 5. Did you use any back-up therapy to correct your high bg levels? No. 6. Did you do any ketone testing? If so, did you follow your ketone action plan? No. 7. Have you had any recent steroid injections? No. 8. Did you receive any professional medical intervention for this event? No. 9. Did you need assistance for this event that you couldn¿t provide for yourself (clarify if help given was needed or offered out of kindness)? No. 10. Any immediate health effects experienced during this event (e.g., loss of consciousness, dizziness, dka etc.)? No. On (B)(6) 2024 (B)(6) 1:18pm pst. Patient confirmed they did not have any further issues after changing inset 23", 6mm infusion set. Confirmed patient did not notice any issues with infusion set upon removal such as a bent cannula. Patient satisfied, to call back if they have any further questions.